Manufacturer narrative:
Event summary: visual inspection of mapping catheter, 990063-020 / 215031601, showed the shaft was broken at the lemo connector connection. No ECG signal wires were broken inside the shaft. A wire was broken due to manipulation during analysis procedure. The reported issue does not indicate a mapping catheter manufacturing related defect. In conclusion, the reported (cath shaft broken) was confirmed. The mapping catheter failed the returned product inspection due to a broken shaft to lemo connector connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, a mapping catheter shaft kink was observed. The catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.